Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.

Event description:
A customer reported that their freestyle meter was showing error 3 on the insertion of the test strip. The customer also observed the low battery and booklet icon. The customer's meter was returned for investigation and testing confirmed the meter to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.